Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large needle driver instrument associated with this complaint and completed investigations. The instrument was found to have a broken grip at the grip, base & midpoint of grip. A piece approximately 4.85 mm x 0.5 mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage pr abnormalities.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the large needle driver had one plate on the needle guide missing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: one of the two plates on the tip of the needle holder, the metal plates that hold the needle in position.